Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient implanted with a vns device had passed away on (B)(6) 2016. The cause of death has not been provided. Attempts for additional information have been made without success to date. The death has been determined as possible sudep based on the manufacturer's review of the available information due to the cause of death being unknown.